Manufacturer narrative:
Additional info: d10, h3, h6. H6: the product was returned for review. Visual examination of the implant found the articulating surface to be partially smooth and consistent with the cartiva on cartilage wear study simulating 5 years of use, and partially scratched and indented, which was inconsistent with the aforementioned study. These indentations also had some material "tags" around the edges, indicating they could have been caused by more recent damage, such a implant removal. The dimensions of the device were recorded; the height was found to be 9.4mm and the diameter was 10.2mm. These dimensions both fall within the post-sterilization validation specifications of 9.0 - 10.3mm and 10.2 - 11.0mm, respectively. The mass of the device was measured slightly below the specification range of 0.85 - 0.93g at 0.8g, indicating some mass loss, possibly attributed to the scratches and indentations.

Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
It was reported that the patient underwent a toe surgery. The patient underwent a revision surgery due to pain. The patient had the toe fused with a plate.